Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or "brief sensor issue" occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported having intermittent ¿brief sensor issue¿ alerts throughout the day. During a period when the patient was not receiving any cgm values, the patient lost consciousness. Emergency medical services was called and the patient¿s bg meter reading was 23 mg/dl. The patient was treated with IV glucose. It was not specified when the patient regained consciousness. There was no documentation that the patient was brought to the ER. The patient was ¿doing well¿ at the time of report. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.